Event description:
It was reported that during a bariatric procedure, during the second firing, the blade got stuck and the surgeon was not able to move it. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that one long60a device was returned with the handle shrouds missing and the release button damaged and missing. In addition the firing and opening mechanism jammed. The device was received with an ecr60g cartridge loaded on the device. The returned reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. No further functional testing could be performed due to the condition of the device. The returned device was disassembled in order to verify the condition of internal components and the knife was found buckled. The damage to the knife is consistent with the device being clamped over an excess of tissue, causing the anvil to bent and for the firing stroke and the staple form to be incomplete. If enough force is applied to the firing trigger the knife will bucked, and as the knife is attempting to pull the anvil towards the cartridge to form the staples it will result in the damage on the anvil. No conclusion could be reached as to how the shrouds became missing and the release button damaged, however it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: can you please clarify what was meant by, the blade got stuck and the surgeon was not able to move it? According to surgeon the gun got stuck after first firing on the tissue and the second fire could not happen as the blade got stuck and could not move forward on tissue. Did the device deliver any staples? Yes. If yes, were the staples formed properly? Not sure. If yes, was the staple line complete? No. Did the device cut? Yes. If yes, was the cut line complete? No. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? N/a. On which firing did this event occur (1st, 2nd, 12th, etc.)? First firing. During which stroke did the event occur? Second stroke. What color cartridge was being used? Green. Was buttressing material utilized? If so, which product? Yes, peristrip was used. Was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? Using monopolar cautery.